Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. During a system check with tandem technical support it was discovered that the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. The off-label insulin usage led to a blocked cartridge. The customer changed pump supplies and resumed insulin therapy.